Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.